Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the df4 connector pin. All fragments were received for analysis. The analysis revealed multiple signs of wear along the lead body. Between 10.5 cm and 7.5 cm as well as around 7 cm proximal to the lead tip the insulation was found rubbed through. The finding can be considered as the root cause of the clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant interaction with another implantable device such as a nearby lead. Furthermore the shock coil was found deformed which most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this lead was explanted and replaced due to noise and inappropriate shocks. The crt-d was explanted due to battery depletion as the result of multiple shock deliveries. During the revision a previously capped rv lead was extracted as well. The physician is unsure if the capped rv lead had anything to do with the failure of this rv lead. An event date was not provided.